Manufacturer narrative:
Reference MFR report # 2916596-2015-00862 for the patient¿s reported chronic driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The vad was received for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a heart transplant on (B)(6) 2016. The initial reporter was not aware of any pump events but the patient was listed as a 1a exception on the transplant list due to a chronic driveline infection. On (B)(6) 2015 the patient had been admitted due to a pseudomonas driveline infection. Multiple wound vacs were placed along with aggressive antibiotics prescribed. In (B)(6) 2015, the infection had reportedly remained ongoing.

Manufacturer narrative:
Additional information: a correlation between the report of driveline infection and the device could not be conclusively determined. The evaluation of the device found depositions inside the pump; however, a correlation between the depositions and the reported infection could not be determined. Furthermore, there was no evidence that showed that they had contributed to a functional issue during pump operation. Examination of the pump revealed adhered, red deposition situated on the proximal opening of the inlet tube, the inflow graft, and the inlet elbow. Although a specific cause for their development could not be conclusively determined, the deposition appeared to have developed in this area. However, the depositions did not appear to occlude the flow of blood and did not likely contribute to a functional issue. The outlet stator revealed a red, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump for an extended period of time. The evaluation could not conclusively determine the origin of the deposition. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists infection and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on 08/02/2016 stating that the approximate onset of the patient's infection was (B)(6) 2015. The infection did not resolve prior to returning. The patient presented with drainage and redness from the driveline exit site. It was also stated that the patient dropped their battery pack and the fall jerked on the driveline. Since that event, the patient started having symptoms and issues. The duration of the infection lasted until the patient received a heart transplant.